Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was reloaded to address the issue and insulin delivery was resumed. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 130 mg/dl.